Event description:
It was reported to philips that the heartstart mrx defibrillator was having issues with etco2 which was working intermittently. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.